Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited premature battery depletion due to multiple aborted device charges, oversensing, and a failed rv lead.